Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a stroke (cerebral vascular accident) the day after a cardiac ablation procedure. The patient exhibited neurologic symptoms, including slight aphasia, and was admitted to the hospital following the event. Stroke symptoms appeared to be resolving, and the patient was reported to be doing better. A possible patent foramen ovale (pfo) was noted. Magnetic resonance imaging (MRI) was performed. The patient's activated clotting time (act) values during the procedure were 584, 422, and 349. The ablation procedure was completed. No further patient complications have been reported as a result of this event.